Manufacturer narrative:
The subject bflex 2 regular 5.0 single-use bronchoscope was returned to verathon for evaluation. A verathon technical service representative (tsr) evaluated the returned device but was unable to confirm the reported image issue. When connected to verathon's test equipment, no freezing, unexpected lines, or other imaging issues were observed. The bronchoscope passed verathon's device functionality testing and was confirmed to be within specification. The monitor and cable that were connected to the bronchoscope during the reported incident were not made available to verathon for evaluation. Upon completion of verathon's device evaluation, the bflex was scrapped due to being a single-use device. No further investigation is required at this time. Verathon will continue to monitor for trends.

Event description:
A customer reported that during a therapeutic bronchoscopy, using a bflex 2 regular 5.0 single-use bronchoscope, the image displayed on the connected monitor became frozen and lines appeared across the screen. The procedure was completed using a bflex 2 slim 3.8 which was made available in an unspecified amount of time. No harm to the patient was reported.